Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical scrub technician reported that during surgery, the infusion line had half balanced salt solution and half air. The system was exchanged and the case was completed after a 30-45 minute delay. There was no harm or injury to the patient.